Event description:
It was reported that the customer was hospitalized for high blood glucose of 370mg/dl. The daughter requested assistance to turn off the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.